Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot or shut down depending on when the loss of communication occurred. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A customer performed an onsite eval and resolved the issue by reseating workstation pcb assemblies and connectors. The system was tested and found to be working as intended and put back into service. No further request for ge service was requested.